Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 369mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. The mother stated that he has not been using the insulin pump for about a year, but he did not reported before. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. Unable to perform the basic occlusion test due to the alarm.